Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was returned for evaluation. No device malfunction was reported; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of log files was not performed since log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathological report revealed no evidence of thrombus within the device. However, the material identified at the junction of the sewing ring with the exterior surface of the inflow cannula is grossly and histologically consistent with focal mural thrombosis. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent a routine transplant. Device analysis indicated that there was no evidence of thrombus within the pump. Material identified at the junction of the sewing ring with the exterior surface of the inflow cannula is grossly and histologically consistent with mural thrombosis. There is no evidence of device malfunction that may have prevented the pump from performing as intended.